Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator. It was reported that the patient was seeing a warning power on reset (por). It was noted that they hadn't used their stimulator or felt anything in over a year. Due to the por state, they couldn't confirm if the implanted neurostimulator (ins) was on or off. It was noted that the patient did not have a healthcare professional (hcp) they were seeing. There were no further complications reported or anticipated.